Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mmk713, and no non-conformance's were identified. Summary: one empty opened foil and one used needle-suture of product code sxpp1a401, lot mmk713 were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and some damaged barbs near to the tab were found. Also, the sides of the fixation were observed broken. It could not be determined what may have caused the issue. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. One picture was received for analysis. Upon visual inspection of the photo, a needle-suture could be observed. Also was noted body fluids and the sides of fixation tab were broken. According to the photo, no conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that the patient underwent a mitral valve replacement procedure on (B)(6) 2019 and the barbed suture was used. During the visual inspection of the returned barbed suture sample, the sides of the fixation were observed broken. There were no patient consequences reported. Another like suture was used to complete the procedure. No further information is available.